Event description:
Info received indicates the left siderail will not latch.

Manufacturer narrative:
The technician found the left siderail latch arm was disconnected and missing the shoulder screw. The technician replaced the missing shoulder screw to repair the stretcher.